Event description:
"Device attached to laparoscopic instrument, while using device manipulating bowel tissue, device fell off instrument into the patient's abdomen. Inserts were identified and removed from the abdomen. No injury or harm to the patient.

Manufacturer narrative:
Product was not returned from the hospital. Notified of event through the medwatch system.